Manufacturer narrative:
This complaint involves an adverse event for a system connection, which there was no alarm from pump device after an observed leakage at the wound dressing site. A lot number was not provided; hence, a device history record evaluation was not possible with the data provided within the complaint. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. A possible root cause for the pump not triggering a blockage alarm may include: system was drawing enough air through the quick-click connector, system was drawing enough air through the canister connection, system was drawing enough admitted air through the fluid handling pathway, loose antimicrobial filter insertion; caused a minor air leak between pump and canister filter hose, or a combination of all of the above. In regards to a pump not triggering a leak alarm after the soft port removed from the wound means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. The limit for a leak to prevent false blockage are controlled through the controlled leak path (clp). The scenario was confirmed when it was intentionally clamped before and after the quick connection and the system triggered an alarm. It is recommended to return the device in order to rule out a pump malfunctioning as the cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: found soft port not compressed with drainage leaking under the drape. The pump registered full suction at 120mmhg with no alarms.